Manufacturer narrative:
(B)(4). Per info provided by the distributor, carefusion technical support determined that the cause of the reported event was most likely caused by a faulty main printed circuit board assembly. A replacement main printed circuit board assembly was shipped to the distributor. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of 08/06/2015, carefusion has not received the alleged faulty main printed circuit board assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reports the following: "xdcr fault" "turb diff: 824 pass exhl diff: 824 fail circ press: 1537 pass".... Monitored vte was 1126 while the set value of vt was 500 (flow was set to 50 and rate was set to 12)." The unit was on a pt at the time of the incident, however there was no pt harm. The pt was transferred to another unit.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba installed in known good unit. Powered in service mode entered event error log and found multiple transducer events recorded. Perform transducer calibration and failed to calibrate. Powered unit on operating mode with received settings and powered with transducer fault alarm on top banner. Findings/root-cause: reported problem was duplicated and isolated to bad transducer. This issue is being addressed with internal corrective action.